Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg. Reportedly, customer continued using pump for insulin therapy.